Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2023, the specialist informed that the patient presented with an adverse reaction to the material. For this reason, the specialist decided to remove the implants. No further information is available. This report involves one unk - screw: 5.0 mm locking. This report is related to (B)(4), which captures additional impacted products. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.